Manufacturer narrative:
(B)(4). Intuitive surgical, inc. (Isi) has not yet received the part for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the fenestrated bipolar forceps instrument was found to have a cable and plastic missing. Although, no patient harm, adverse outcome or injury was reported; at this time, it is unknown if any fragments fell inside the patient and/or if any fragments were retained in the patient. It is also unknown what caused the breakage to have occurred.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error occurred and the fenestrated bipolar forceps instrument was found to have a cable and plastic missing. The planned procedure was completed. Intuitive surgical, inc. (Isi) made several attempts to follow up with the reporter to obtain additional information about the complaint. It was reported by the site that an internal investigation is being conducted to confirm whether fragments fell into the patient; however, no further information has been provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the investigation. Failure analysis was a not able to confirm the customer reported event. The instrument was inspected and found no issues with the cable. However, the instrument was found to have a damaged/bent grip, causing side to side misalignment of the grips. There was a 0.025 offset at the tips. The bent grip exhibited separation of the yaw pulley and the pulley cover at the glue joint. The instrument was also found to have various scratch marks with light material removed on the main tube. Scratches were not aligned with the tube axis. The known common cause of this failure is due to mishandling/misuse. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. On july 28, 2017, isi obtained the following information from the reporter about the complaint: it was confirmed that no fragments fell inside the patient and no post-operative complications have been reported as of date of this report. Based on the follow up information obtained from the customer and the failure analysis investigation, the initial MDR report is being retracted as it was determined that the damage to the instrument was due to mishandling/misuse and not due to a malfunction of the device. Additionally, it was confirmed that no fragments fell inside the patient.